Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The following morning, an echocardiogram was performed, and imaging showed a moderate effusion. The patient was asymptomatic. On (B)(6) 2025, a repeat echocardiogram was performed, and a moderate/large effusion was noted. The patient was symptomatic with chest pressure and ventricular tachycardia (vt). The patient was taken to surgery for a pericardial window, where 550ml of bright red blood with clot was removed and a drain was placed. On (B)(6) 2025, the patient remained stable but has co-morbid issues related to previous health that is extending discharge. The patient is stable from the pericardial effusion. The drain was removed on (B)(6) 2025. The patient is expected to fully recover. It was further reported that the patient has already been discharged and was hospitalized from (B)(6) 2025 to (B)(6) 2025.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The following morning, an echocardiogram was performed, and imaging showed a moderate effusion. The patient was asymptomatic. On (B)(6) 2025, a repeat echocardiogram was performed, and a moderate/large effusion was noted. The patient was symptomatic with chest pressure and ventricular tachycardia (vt). The patient was taken to surgery for a pericardial window, where 550ml of bright red blood with clot was removed and a drain was placed. On (B)(6) 2025, the patient remained stable but has co-morbid issues related to previous health that is extending discharge. The patient is stable from the pericardial effusion. The drain was removed on (B)(6) 2025. The patient is expected to fully recover.